Event description:
The adjudication report indicated that this pt had severe spasms during the procedure in right ostial internal carotid artery, while the precise and angioguard were utilized. The angioguard was removed with no debris found in the filter. The site reported 0% stenosis. During recovery in the intensive care unit, the pt developed new onset dysarthria. A head CT scan was performed, showing no acute infarction or bleed and essentially no acute finding and that the carotid duplex ultrasound demonstrated normal flow rates. The episode was reported resolved. The day after the index procedure, the facility stroke scale was 2 and the ranking stroke scale was 1. The progress report indicated that the dysarthria was improving. The day of the procedure, the report also indicated that cardiac enzymes' were elevated (ck 3057 (nl 175, ratio 17.47/ckmb of 31.8 (nl 5, ratio 6.36). The discharged summary indicated that three days prior to the procedure, the pt underwent cardiology eval including a stress test that was within normal limits.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt. This one of two products used during the same procedure on the same pt, which is associated with mfg. Report# 1016427-2009-01465.